Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device powered up without display. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the user unsuccessfully uploading software into the device. The software was correctly loaded into the device to resolve the malfunction. This malfunction was observed in a non-clinical setting and would have been obvious to a user prior to placing the device into service. There is no potential for clinical impact for reports of this nature. Analysis for reports of this type has not identified an increase in trend.